Manufacturer narrative:
Date rec'd by MFR: 21apr2019. It was determined by the manufacturer's phone technician that the customer could not be reached to discuss the state of this ventilator. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer contacted technical support (ts) stating that unit failed oxygen (o2) concentration testing during performance verification testing (pvt).the customer reported there was no patient involvement.